Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that since friday or saturday, they kept getting system problem rm03 message while charging the implant. Pt stated they tried to reset the controller but didn't work. Pt mentioned they called their rep yesterday and promised them a callback, but the rep hasn't called back yet. When asked, pt mentioned that the recharger gets a little warm after they charged the implant. Pt also mentioned that they always put the recharger in a case and has not been in a warm environment. Agent had pt reset the controller and pt confirmed no visible damage to the recharger. Pt tried to recharge the implant but rm03 message still appeared. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
H3: product ID 97755-s. Serial# (B)(6): product type recharger was returned and the analysis shows that recharge excellent turn to poor recharge quality message after running it for 10 mins the arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values: - the highest number (100) - the low number(100) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.